Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Reporter's phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Event description:
It was reported from (B)(6) that the air pen drive device had low rotational speed. It was not reported if the event occurred during a surgical procedure. It was not reported if there was a delay to a planned procedure. It was not reported if there was a spare device available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the air pen device had insufficient/low power, there was component damage, the housing was cracked/damaged, the etching was illegible, and the device had unintentional activation/motion. It was further determined that the device failed pretest for general condition, marking and labeling, check in ¿lock¿ and ¿hand¿ mode, check in ¿lock¿ mode with hand switch, check unintentional motion with hand switch, check function in ¿hand¿ mode with hand switch, check the power with test bench, check with speed with tachometer, check internal leak tightness, check external leak tightness. Therefore, the reported condition that the device had insufficient/low power was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to normal wear.